Manufacturer narrative:
The product was returned inside a sealed non-company peel pouch. The lens was returned outside the lens case, adhered by solution to the lens case base. One haptic/optic junction area is broken (possibly cut) from the lens (returned). The optic was torn/split/cracked and cut into multiple pieces. Typical of insertion and removal (returned). The file indicated, the use of a qualified cartridge. The root cause may be related to failure to follow the dfu. The file indicated, the use of a viscoelastic, that is not qualified for the lens/cartridge combination used. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A non-healthcare professional reported lens broken noticed after insertion and was retrieved from the eye during initial procedure. The procedure was completed with another lens. There were no consequence to the patient. Additional information was requested.